Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the 7.0x150mm absolute pro self-expanding stent system (sess) was attempted to be used for direct stenting and was advanced 2-3 times but failed to cross due to the anatomy. It should be noted the absolute pro ll peripheral self-expanding stent system instructions for use (IFU) states: lesion/stricture and vessels/bile ducts should be pre-dilated using standard pta technique. Pre-dilatation balloon diameter should closely match the lumen diameter proximal and distal to the lesion or stricture to be treated. It is undetermined if the deviation of the IFU directly caused/contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified and heavily torturous anatomy resulting in the reported failure to advance. Interaction with the heavily calcified and heavily torturous anatomy during multiple attempts to advance the device resulted in the sheath to slightly retract resulting in the reported premature activation. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9/h3: device return status changed from yes to no.

Manufacturer narrative:
E1 - address 2: (B)(6). H6- medical device problem code 2017: no pre-dilatation. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery with heavy calcification and heavy tortuosity. A 0.035 guide wire crossed the lesion. The 7.0x150mm absolute pro self-expanding stent system (sess) was attempted to be used for direct stenting and was advanced 2-3 times but failed to cross due to the anatomy. The stent struts were noted to have come out without even opening the lock. The stent system was removed and another same size absolute pro stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.